Event description:
The instrument is provoking respiratory problems and dermal reactions. Rptr started to have respiratory problems in 11/93 after demonstrating the device the entire day at an exhibition. Because it takes some time before starting to have respiratory problems rptr didn't understand immediately the connection between health problems and the abrasive device. Only after several demonstrations, and after complaints from about 4 dentists, their nurses and rptr's colleague who started to have the same problems rptr understood the connection with this abrasive device. Rptr went several times to the hosp, where they discovered that 5 percent of the powder which hasn't been used yet is in contrast with what the co claims smaller than 5 micron therefore enters in the lungs, probably the powder which is used will be even smaller because of the impact with the teeth. Rptr had never ever had any kind of pulmonary problems. The advise of the hosp was to stop working with the device otherwise rptr might run the risk of getting a chronic disease. Rptr is still coughing after the last demonstration which was three months ago.